Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing due to the etl process delay. A technical support specialist found that the server's purge process has been failing causing station databases to bloat, this issue was resolved in case (B)(4). The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and device manufacture date kept blank since the given asset information found to be cce/facility liscence.

Event description:
It was reported that when using the pyxis medstation es system, multiple patient orders were not crossed, preventing the nurses from removing medication. The customer stated that there was a delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.